Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an out of range impedance values. The rv lead alert parameters were adjusted and the lead remains in use. No patient complications have been reported as a result of this event.